Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records which stated the following: severe atrophy of the deltoid muscle, weakness of internal and external rotation x-ray showed that she had a total shoulder arthroplasty with subluxation of the humeral component probably related to the severe deltoid dysfunction and possible cuff dysfunction. X-ray report: subluxation inferior dislocation of the humeral head prosthesis relative to the glenoid prosthesis. Emg report: patient reports very minimal improvement in function of the shoulder, marked atrophy over the deltoid muscles, and persistent numbness over the left lateral shoulder and paresthesias in the left medial forearm and into the fourth and fifth digit of the left hand. There is evidence of a left brachial plexus injury which is patchy, but primarily involving the upper trunk and posterior cord muscles¿deltoid muscle severely impaired and is quite fibrotic on emg which indicates that the majority of nervous innervation to that muscle is not intact. I suspect this woman will have long-term atrophy and weakness of the proximal muscles due to this brachial plexus injur. Hyperreflexia of the left arm which could be suggestive of a superimposed cervical stenosis at c5-c6. This could be contributing somewhat to her symptomatology. Surgeon correspondence: letter from primary surgeon (belgium) to canadian surgeon regarding the primary surgery. Suggestion that pain may have been caused by progressive degeneration of the nerve and/or trauma during forced mobility. The belgian surgeon mentioned seeing the patient in 2015 during which he noted a lowering of the humeral head signaling atrophy of the deltoid muscle and a weak axillary nerve as well as a weak inferior gleno-humeral ligament. This was not present during her previous consultation. The prosthesis provided by zimmer for a replacement of the bigliani-flatow prosthesis did not correspond to the initial plan as it is meant for traumatic cases. The difference between the top of the greater tubercule and the top of the prosthetic spherical head did not match a normal anatomy. I looked for answers, at the time, but only obtained diverging views. I concluded that the implant were established as reconstruction material to treat fracture instead of arthritis. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00430000913; modular humeral stem 9 mm stem diameter 130 mm; lot# 61467261, item# 00430004621; modular humeral head 21 mm head height 46 mm; lot# 61572051. Unk medullary plug. Palacos r+g cement; lot# 71485218. Report source: foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04599, 0001822565-2019-04601, 0001822565-2019-04604. Remains implanted.

Event description:
It was reported approximately eight years post-implantation, patient continues to experience pain, severe deltoid atrophy, subluxation with inferior dislocation of the humeral head, and brachial plexus injury. She uses a sling intermittently. Patient informed she may have long-term atrophy and weakness of the proximal muscles due to brachial plexus injury. Attempts to obtain additional information have been made; however, no more is available.